Event description:
An impella 5.5 device was inserted via the right axillary artery in a 65 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, the physician reported inability to reposition the impella device despite depressing the blue repositioning button. The device was noted to be in a shallow position. Imaging was utilized to assess pump position. The device was not removed, and repositioning was not successfully performed. While on support, the impella 5.5 device was operating at performance level 6 with expected flows of approximately 3.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. After 35 days of impella 5.5 support, a decision was made to withdraw care, and the patient subsequently expired. The death is conservatively being reported; however, it is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock.

Manufacturer narrative:
The following fields have been updated: b2 'is death' 'date of death', b5 'event description', d6b 'explantation day, month, year', h1 'type of reportable event, h6 'health effect - impact code' and 'medical device problem code' have been updated. F02 death has been added to h6 health effect - impact code while f26 was removed. A051104 has been added to h6 medical device problem code while a150206 has been removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The physician stated he was unable to reposition the impella despite depressing the blue button. The medical doctor stated that the anchor button felt normal and was able to depress it. The pump was placed at an outside hospital so it is unknown what they did within the graft but felt like it somehow adhered within the graft itself and was not related to the papillary muscle or other structures as the device would not move forward/backward even within the little part of the graft remaining out. No patient harm was noted and the pump is still in the patient. The issue has yet to be resolved and the device is being left in place for now.